Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the nozzle units from air and o2 gas modules solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. According to the user¿s manuals and service manuals for servo-I, preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Evaluation of received photo confirmed physical damage of the nozzle units. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as neither the device's log nor the claimed parts were available for further analyze. Moreover, according to the technician, the preventive maintenance kit has never been replaced, but it was not clarified why.

Event description:
Manufacturer's ref. #: (B)(4).